Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the display was dim and faded.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the battery compartment was noted to be cracked from the threads extending down to the finger pad. There was visible moisture in the battery compartment. Leak testing revealed moisture leaking through the crack into the battery compartment. The pump was opened for investigation and did not reveal evidence of moisture inside the pump. The pump powered on with a dim and faded display. A test display was attached to the pump and illuminated properly without discoloration.